Event description:
It was reported that the patient presented to the emergency room (ER) with symptoms of presyncope. Interrogation of the device noted periods of oversensing on the right ventricular (rv) lead. The device was initially reprogrammed to turn the lead detections off and a few days later the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead due to non-physiologic signals/sic (sensing integrity counter). Sic count is 62. Episodes indicate non-physiological oversensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 1999. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.